Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified craniotomy surgical procedure, it was discovered that the motor of the compact speed reducer device would not spin and did not work at all. There was a five minute delay to the surgical procedure. A spare device was obtained from another tray. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device availability was inadvertently documented as apr 12, 2016 in the initial report. The date returned to manufacturer was corrected to apr 11, 2016. Additional narrative: device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device did not rotate. It was further determined that this was consistent with the device gear box seizing up from corrosion and not having rotation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings and gears from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.